Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The target lesion was located in the 91% stenosed, severely tortuous and severely calcified left anterior descending artery (lad). Predilation was performed and then a 2.75x38mm promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The procedure was successfully completed with another of the same device with no patient complications reported and the patient's current condition is good. However, returned product analysis revealed a shaft break.

Manufacturer narrative:
Device is combination product. (B)(4). A visual and microscopic examination found that the hypotube had broken approximately 24.6 cm distal from the catheter's strain relief. Kinks were present in the area of the break site. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. No issues were noted with the crimped stent and the balloon section of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).